Manufacturer narrative:
Stricture reported by the physician as definitely procedure-related, and possibly device-related. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy, and may occur regardless of whether or not there is a device malfunction. Patient symptoms resolved after standard therapeutic intervention (tts balloon dilation).

Event description:
C2 therapeutics became aware of stricture event on (B)(6) 2017. Patient was treated with the cryoballoon ablation system on (B)(6) 2017. On (B)(6) 2017 patient experienced dysphagia. On (B)(6) 2017 patient notified nurse practitioner of the dysphagia and a stricture was noticed upon examination. On (B)(6) 2017 patient had stricture dilated.